Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product is expected to return. Initial reporter also sent to FDA and operator of device are unknown. No information has been provided to date.

Event description:
It was reported the pump exhibited no disposable alarm. No patient injury was reported.